Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A territory manager reported a patient experienced an issue post procedure in association with a nanoknife ire system. The tm received a text from dr. (B)(6) regarding attending the aua event. He mentioned his patient treated with nanoknife on (B)(6) 2024. His salvage patient had a rectal urethral fistula. Additional information: the procedure was completed with no issues, error messages, patient complications or device malfunctions.

Manufacturer narrative:
The nanoknife generator was not returned for evaluation/service since there was no report of unit malfunction during the procedure. In addition, there was no complaint allegation against probes used. Event is related to patient serious adverse event of vessel perforation, which is an anticipated procedural complication. The customer's reported complaint description of patient serious adverse event (sae) injury (e.g. Perforation/rectal urethral fistula) cannot be confirmed given the patient centric nature of this event. No nanoknife hardware unit or probe devices were returned for evaluation since there was no reported complaint of nanoknife system malfunction during the procedure. The reported serious adverse event is listed in the device directions for use as potential adverse effects that may be associated with the use of the nanoknife system, i.e. Damage to critical anatomical structure (nerve, vessel, duct), and fistula formation. Labeling review: the user manual (nanoknife user manual, 160-105261), which is supplied to the end user with this unit, states. "Warnings: do not use a device with damaged insulation. Do not attach anything to the device unless it is supplied by angiodynamics and indicated for use with this device. Attachments may damage the insulation and contribute to patient injury. Adverse effects that may be associated with the use of the nanoknife system include, but are not limited to: arrhythmia, atrial, fibrillation or flutter, bigeminy, bradycardia, heart block or atrioventricular block, paroxysmal supraventricular tachycardia, tachycardia, reflex tachycardia, ventricular tachycardia, ventricular fibrillation, fistula formation, damage to critical anatomical structure (nerve, vessel, duct), hematoma, hemorrhage, hemothorax, infection, muscle contraction pneumothorax , reflex hypertension, unintended mechanical perforation, vagal stimulation, asystole and venous thrombosis. Nanoknife user manual, 16795933-21: electrodes that are not parallel to each other may result in an incomplete ablation. Inappropriately positioned electrodes or metal implants in the field may distort the desired ablation field. Avoid unnecessarily high voltage or excessive number of pulses. Avoid short-circuiting the electrodes when delivering pulses. Electrode to electrode contact or electrode to electrode spacing less than 5 mm (millimeters) may result in short circuiting during energy delivery resulting in incomplete ablation. Adverse effects that may be associated with the use of the nanoknife system include, but are not limited to the following: arrhythmia, pneumothorax, muscle contraction, hemorrhage, unintended mechanical perforation, infection, bradycardia, vagal stimulation, asystole, damage to critical anatomical structure (nerve, vessel, and/or duct)." A review of the device history records (service order history) was performed for the reported serial number 01781012 for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution, i.e. No ncr associated with reported failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).